Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with ams intexen lp, vaginal hysterectomy/bso, enterocele repair, cystoscopy, cystocele and rectocele repair and reconstruction of endopelvic due to cystocele, rectocele, sui and uterine fibroids. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure concurrently with cystoscopy, vaginal hysterectomy/bso, enterocele repair on (B)(6) 2003 due to gsui, uterine fibroids and mesh was implanted.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and ams intexen lp was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.